Manufacturer narrative:
To date, no additional information has been provided to rti for review. Rti was unable to perform a specific batch analysis as no unique serial identifier was provided associated with lot nza1850062. However, a data review of the lot was conducted which did not identify a manufacturing flaw or defect that would have contributed to the reported adverse event. The use of the complaint graft in this event was off-label. Tutopatch® bovine pericardium xenografts are intended for use to reinforce soft tissue where weakness exists in general and plastic surgery applications and is indicated for repair of pericardial structures and for use as a prosthesis for the surgical repair of soft tissue deficiencies which include: gastric banding, muscle flap reinforcement, repair of rectal prolapse using an abdominal approach (excluding rectocele), reconstruction of the pelvic floor using an abdominal approach (excluding transvaginal repair of pelvic organ prolapse), and hernias (including diaphragmatic, femoral, incisional, inguinal, lumbar, paracolostomy, ventral, scrotal, and umbilical). Additional information is needed to better understand and possibly explain the reported complications. Information regarding membrane rehydration process prior to use, suture procedure and suture material utilized, whether the membranes were fixated under tension, other products used in the case (sealants), and if the patient had an allergy to bovine collagen and/or bovine material. Although implant therapy is highly successful and predictable, it is not without possible early and/or late complications. Examples include decreased blood supply at the surgical site, poor soft tissue coverage, weight, infection, poor glycemic control, medications (e.g. Steroids), physical location of the surgical site, allergic reactions to bovine material, bacterial or viral infection, inflammation, or non-adherence to implant package insert instructions. Cumulative risk factors increase the likelihood of complications.

Manufacturer narrative:
A comprehensive records re-review will be conducted. Once the results are available, a follow-up report will be submitted.

Event description:
Rti surgical inc. Received a complaint on 10/23/2023. On (B)(6) 2023, the patient underwent a placement of a pericardial patch on the carotid artery with a tutopatch® graft. Ten days later, on 08/25/2023, it was reported that the patch blew off and the patient passed away. Additional information was requested from the physician's office via email and phone. To date, no additional information has been provided to rti for review. Of note, per the indications for use for tutopatch bovine pericardium grafts, the surgical procedure performed would be considered an off-label use.